Event description:
Heartmate ii left ventricular assist device (lvad) presents with extensive polymicrobial (enterobacter cloacae, staph aureus, neisseria) infection of the driveline requiring surgical incision and drainage, vacuum dressing, IV antibiotics and higher status for heart transplant.